Manufacturer narrative:
(B)(4). The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found no evidence of blood inside the pump. No failure could be reproduced. The iabp unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
The customer reported seeing blood in the catheter tubing while the intra-aortic balloon pump (iabp) was in use on a patient. The iabp also displayed a restricted balloon message. The intra-aortic balloon (iab) was discarded. No patient harm was reported.